Manufacturer narrative:
(B)(4).

Event description:
Information was received (via a manufacturer representative) from a healthcare professional. It was reported that the patient was well after surgery but, one day after implantation, the patient could not move her legs. The patient had a "cordonal bruise" and hematoma post-operative. The surgeon explanted the lead, and the patient was paraplegic.